Event description:
Healthcare professional reported the day after "justaperiostal" injection with an unspecified type of juvederm voluma, pt developed "persistent local erythema that is well defined at the location where the product is accumulated". Pt was treated with desonol cream and predsin. The reported "erythema is resistant" to the treatment of "corticoids" and has been noted to worsen with "physical activities".

Manufacturer narrative:
Medwatch sent to FDA on 04/21/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.